Event description:
The patient's blood glucose was staying the same when tested on the suspect device. Patient was not feeling well and had symptoms of hyperglycemia. Patient was taken to the hospital and their blood glucose was 462 mg/dl on a hospital meter. Patient was admitted and treated for dehydration along with monitoring their glucose. Glucose controls were not used on the system. The hospital threw away the test strips used during the event. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.